Event description:
Patient presented to the physician with movement and flipping of the ipg within the pocket when lying on the left side, causing pain. Physician brought the patient into the operating room, re-sutured the ipg securely, and closed.